Event description:
The consumer reported, that the therapy wasn¿t working all that well. So she stopped using it. Pt states, that when she got pregnant, she didn't want to use it. And has since gotten out of the habit of using it. Pt states, she was implanted to address pain in the cervical and thoracic area. The patient noted, that this started occurring around 2014. The patient stated, she was having a lot more pain, due to recent increased physical activity and wanted to try using the therapy again. The patient turned stimulation on and stated, she couldn¿t feel stimulation. Troubleshooting had the patient increase stimulation for 1.9v on group b to 4.0v, on c to 3.0v and on d to 5.0v. The patient noted, she might be able to feel stimulation, but couldn¿t tell. The patient was directed to follow-up with their healthcare provider to meet a manufacturer representative for possible reprogramming. Pt reported, that the ins no longer works, because two of the leads are displaced. Patient stated, that this occurred about (B)(6) years before (B)(6) 2019. It was determined, in (B)(6) 2019 that the ins wasn't working, because the leads were displaced. Pt stated, they are currently in physical therapy. And inquired about compatibility information for a tens unit and a massage wand. Pt stated, that the goal of physical therapy is to provide stimulation in the pt's back to bring more sensation. Pt noted, during the call, that as soon as covid is over, they will work w/ the hcp at the hospital to get the ins replaced and the leads attended to.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial#: (B)(6), implanted: (B)(6) 2007, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial#: (B)(4), implanted: (B)(6) 2007, product type: lead. Other relevant device(s) are: product ID: 3778-45, serial/lot #: (B)(4), ubd: 20-jul-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). The patient was having trouble with the device to work, one of the leads is broken. The patient did not specify which device was having trouble. There were no patient symptoms reported and no complications reported.